Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported a pt with corneal abrasion and dry eye at lasik post-operative visit. Additional information has been requested. This report reference the right eye. Additional report will be field for the left eye.